Manufacturer narrative:
Updated PMA. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implantable pump. The indication for use was non-malignant pain. The patient reported that ¿it's taking 10-15 minutes to deliver a bolus, ¿and they have to move the communicator around for a long time to get it to connect to the pump. The patient stated the percentage will slowly go up to 99%, then stated 90%, but will have a delay for the last part of the connection. Per the patient, the initial connection prior to getting to ¿deliver bolus¿ is what takes the longest. The patient stated sometimes, then stated, ¿most of the time¿ they see a message that says, ¿move the handset.¿ the patient tried to ¿resync¿ once without resolution of issue but the agent unable to determine what patient meant by this. When the agent inquired event date of difficulties connecting, the patient stated, ¿I didn't use it much at first but then when I started using it more,¿ is when they noticed the issue, and the issue has been worsening over time. The patient stated they used to do one bolus a day, but now they are bolusing 4 times a day. The patient also stated for ¿probably the last month,¿ they have been seeing service code 156 (application restarting due to system error) on their handset. The patient also mentioned their dosage was increased ¿probably the last month¿ as well and in regard to their pump pain medicine, ¿I'm in another world most of the time,¿ and ¿the dosage went up like up a week ago and its hitting me hard.¿ the patient stated they still have their handset and communicator from their previous pump and inquired if they could use that or an 8835 ptm instead. The agent reviewed compatibility. The patient also provided product feedback that the 8835 ptm was so much faster than their handset/communicator and would prefer to use that if they could. An email was sent to the repair department for a replacement handset and a compatible wallet. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID: 8667-20, serial#: (B)(6), implanted: (B)(6) 2024, product type: pump. Product ID: tm90t0, serial# (B)(6), product type: accessory. Product ID: hh9020tdd, serial#: (B)(6). Product ID: m977041a001, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.